Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose. Blood glucose reading was 25.9 mmol/l. Customer reported that high blood glucose was due to stress and being late on site change. Customer reported an anomaly on infusion set. It was unknown that auto mode feature was active or not at time of high blood glucose. The pump will not be returned for analysis.